Event description:
User facility reported a uterine perforation during an attempted novasure endometrial ablation. Follow-up with the physician on march 10, 2010, revealed that a novasure endometrial ablation occurred in (B) (6) 2010. During this procedure, the physician had difficulty deploying the array followed by two unsuccessful cavity integrity assessment (cia) tests. The physician proceeded with a laparoscopy for a tubal ligation and "noted two small perforation sites on the uterine fundus" approximately "one-third of the distance laterally away from the midline and each measured approximately 0.5 cm to 1.0 cm in diameter." There was a small amount of bleeding on the serosal surface which the physician controlled with cautery via the laparoscope. The physician then placed a piece of surgicel, absorbable hemostat, over the perforation sites and then completed the novasure endometrial ablation without issue. The patient "did well and was discharged home without complications."

Manufacturer narrative:
Lot and serial number not provided by the complainant, therefore, the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. If a uterine perforation is suspected, the procedure should be terminated immediately. (B) (4).